Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, it has a very low peak end expiratory pressure (peep). The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite, replaced the gas delivery engine (gde) and tested the device. The problem reported by the customer was resolved. After replacing the gde and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire service dept. Received the gas delivery engine and performed an investigation. The reported issue could not be duplicated. The failure analysis laboratory reviewed the service dept's investigation and confirmed their findings. Any additional information received regarding this complaint will be submitted in a follow-up report.